Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.7 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.4 inr. No adverse event reported. Requested return of suspect system and replacement was sent.